Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) ranged from 535-600 mg/dl with trace to moderate ketones identified as dangerous. Bg was addressed with a manual injection. Contact declined troubleshooting with tandem technical support.